Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection of the device found no issues. Leak testing, clamp function testing, and clear passage testing were performed with no issues. The device was run on a lab homechoice device with no issues. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The alarm was resolved by cycling power to the homechoice device. The technical service representative advised the care giver to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.